Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer stated that the insulin pump alarmed button error after the keypad stopped working. The customer did not know the blood glucose reading. She stated that when she was trying to bolus, the act button stopped working. She noted that she may have exposed the device to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump. The insulin pump has cracked case at the display window corner, reservoir tube lip and minor scratched display window.